Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead also had exit block and failure to capture. The device was reprogrammed to turn the lead off. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant products: 6944-65 implantable tachy lead; 407652 implantable pacing lead (B)(6) 2010. (B)(4).